Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other xience prime stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous mid-right coronary artery that was heavily calcified. A 3.5x33 xience prime stent was implanted, and a distal edge dissection was noted, so a 3.5x15 xience prime stent was implanted as treatment; however, another dissection was noted. A 3.5x12 xience prime was implanted to treat that dissection and the procedure was completed. The patient remained stable. There was no adverse patient sequela. No additional information was provided.